Event description:
The stent was implanted in 2000 in a pt. After deployment at 12atmospheres, a satisfactory result was achieved. The pt returned with angina symptoms in 12/00. Angiography revealed total occlusion of the vessel at the stent site.